Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on the date of the report, that the sensor became detached during insertion. The patient reports that the sensor was removed prior to application of the transmitter and the sensor wire was seen on the floor. Removing the sensor without the transmitter in the sensor pod is against recommendations in the user's guide. The patient reports a small red spot remained on the skin. No medical intervention was required. The patient reported being in fine condition at the time of the report.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.